Event description:
Device malfunction: none. Symptoms/ae: arterial dissection. Time of symptoms/ae: during the procedure. It was reported that during a bilateral iliac interventional procedure, balloon angioplasty was performed in the right common iliac artery, using an unspecified size fox plus balloon. A vessel dissection occurred. The dissection was treated by implanting two absolute stents. The first absolute stent was successfully implanted. To cover the entire dissection, a second absolute stent 7x40 was placed; however this second stent jumped forward during deployment. The entire dissection was covered and no additional treatment was done. Though requested no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device examination a conclusive root cause could not be determined. The device lot number was not provided; therefore, review of the finished device lot history record could not be performed.